Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref exemption#: e2018003. (B)(4). Contact peron: (B)(4). The ventilator was investigated on site and the nozzle units from the o2 gas module and the air gas module were replaced and returned for manufacture investigation. The reported o2 concentration low alarms were reproduced during test of the returned nozzle units mounted in a ventilator, no indications of higher pressure than expected. One nozzle unit was found to causing oscillating. The other nozzle unit and membrane were working as expected. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case there is no proof that the nozzle units were changed during a pm. The investigated nozzle units failed prematurely. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Evaluation of the received device logs shows that the matching event on october 15 during the time period 15:16 to 02:50 the next day. The pre-use check was confirmed to be successful both before and after the event.

Event description:
Importer ref#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration during patient treatment. There was no patient harm. (B)(4).